Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the pump powered on with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully. The black box showed no unusual voltage fluctuations. The pump was tested with an external power supply and did not draw excessive current. No overheating occurred during testing. The complaint could not be duplicated on investigation.